Event description:
It was reported that on an unknown date, an unknown sized trifecta valve was implanted. It was reported that 5 years after the valve was implanted, a valve tear was observed. In (B)(6) 2023, the valve was explanted and replaced with an unknown valve. The patient status was unknown.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not providedinvestigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve tear after five years of implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported tear is consistent with structural valve deterioration (svd), specifically non-calcific tear, which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
It was reported that on an unknown date, an unknown sized trifecta valve was implanted. It was reported that 5 years after the valve was implanted, a valve tear was observed. In (B)(6) 2023, the valve was explanted and replaced with an unknown valve. The patient status was unknown.